Event description:
During the stent-assisted coil embolization procedure, the stent wouldn`t advance in about the middle of the microcatheter, so the surgeon exchange the stent and microcatheter to successfully place another stent at the desired location. The product will be returned for analysis and there was no adverse event with the event.

Manufacturer narrative:
A non-sterile enterprise was received inside a plastic bag. No stent was returned for analysis. No anomalies or damages were observed on the received unit. The involved micro catheter was not returned. Functional test was performed as per (B)(4). A prowler plus micro catheter lab sample was used. The wire (without stent) was able to go through the micro catheter and no resistance was experienced during the functional test. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427411. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure as "impeded- in microcatheter" was not confirmed since no anomalies were noted during functional test. The exact cause of the reported event could not be conclusively determined. However, the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00249 and 1058196-2011-00250. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the stent-assisted coil embolization procedure, the enterprise stent wouldn`t advance in the middle section of the prowler select plus microcatheter, after the event, the microcatheter and enterprise system were removed as a unit. Another stent and microcatheter were successfully placed at the desired location. The product will be returned for analysis and there was no adverse event with the event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00249 and 1058196-2011-00250. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Lake region lot number 01427411 which is cordis lot number 01427411 per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427411. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 49 units, which were shipped from lake region medical on october 22, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00249. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the stent-assisted coil embolization procedure, the enterprise stent wouldn`t advance in the middle section of the prowler select plus microcatheter, after the event, the microcatheter and enterprise system were removed as a unit. Another stent and microcatheter were successfully placed at the desired location. There was no adverse event. (B)(4): the product was returned for inspection. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427411. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile enterprise was received inside a plastic bag. No stent was returned for analysis. No anomalies or damages were observed on the received unit. The involved micro catheter was not returned. Functional test was performed as per procedure. A lab sample prowler plus microcatheter was used. The delivery wire (without stent) was able to go through the microcatheter and no resistance was experienced during the functional test. The reported inability to advance the enterprise delivery wire failure was not confirmed; however, since the concomitant microcatheter and the stent were not received, no conclusion can be made regarding the reported event. The returned delivery wire did not present any indication of manufacturing defect or anomaly contributing to the reported event. With review of the analysis and device history records there is no indication of a relationship to the manufacturing process. Therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00249 and 1058196-2011-00250.